Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The info obtained from this device indicated that the device was first installed on (B)(6) 2008 and successfully carried out weekly self-test until the first failed self test on (B)(6) 2010. The user was alerted to all failures by the red status indicator being illuminated and a beep. Although no fault was found the conclusion of the investigation is that the low battery warning was triggered because the pad-pak was depleted to the point where the battery management system in the device was triggered. There is evidence the device was kept in an inadequate location where it was exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.